Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Reporter telephone number: (B)(6). If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) was defective as a damaged lens was observed. There was no patient contact with the product. No further information provided.